Event description:
The customer originally reported that the device knife would not advance during a laparoscopic oophorectomy. When attempting to remove the device from the trocar in use, it could not be removed. The surgeon removed the trocar and the device jaws simultaneously. The trocar and device were handed off to the circulator, who had trouble removing the device from the trocar. There was no reported patient injury. The device was returned for evaluation and it was found that two jaw hinge tabs were missing and were not returned with the device. The customer has been made aware of the condition of the returned device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.